Event description:
Information was received indicating that a smiths medical medfusion pump exhibited a check syringe barrel clamp during preventive maintenance. No patient consequences were reported. No adverse effects were reported.